Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose (bg) levels were 300 (mg/dl) to 400 (mg/dl). The customer reported going to the emergency room to address bg levels. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided. Reportedly, the customer reverted to manual injections for insulin therapy.